Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Notable quick drop in battery voltage from 3.022 volts on (B)(6) 2016 to 2.932 volts on (B)(6) 2016.

Event description:
It was reported that implantable pulse generator (ipg) experienced premature depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.